Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 29 mmol/l with symptoms of nausea and vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. The reporter noted that this variation was due to the patient making changes to the basal settings. The reporter did note that the patient¿s healthcare provider made changes to the pump¿s settings in relation to the alleged event, but did not specify if the changes were before or after. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event with use error as a contributing factor.